Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the available information, a reagent issue was not suspected. The most likely root causes for this type of event include bad sample quality (clots/fibrin) or insufficient instrument maintenance.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable elecsys hcg + beta test system results for two patient samples. Patient 1 initial result was < 0.100 miu/ml with a data flag, and the repeat result on another analyzer was 1231 miu/ml. Patient 2 initial result was < 0.100 miu/ml with a data flag and the repeat result on another analyzer was 838.2 miu/ml. This patient was a (B)(6) female born on (B)(6) 1993. The initial results were reported outside the laboratory. The repeat results were believed to be correct. The patients were not adversely affected. The reagent lot number was 21015105 with an expiration date of 05/31/2018. The field service representative could not find a cause. He cleaned the reagent probe and checked the probe alignments he ran performance testing which passed.